Event description:
It was reported that, "one of the prongs broke off. Retrieved from the pt."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.